Event description:
It was reported to the MFR that the site's handheld's screen has been freezing during use. It was indicated that a minute dent in the screen was visualized which may be contributing to the reported event. Good faith attempts to obtain additional info regarding the reported event and the product in question for analysis are underway.